Event description:
The wife of a (B)(6) male patient contacted lifecor customer support to report that the lights were not lighting up on the battery charger. Support sent the patient a replacement battery charger and battery packs.

Manufacturer narrative:
Battery charger (B)(4) - 09/2006. Battery pack (B)(4) - 03/2009. Battery pack (B)(4) - 11/2008. Device evaluation summary - device evaluations of battery charger (B)(4), battery pack (B)(4), and battery pack (B)(4) have been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unknown, but it likely mismating of the connectors. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger and battery packs.